Event description:
It is reported that it was impossible to seat the liner into the shell due to interference with the locking ring of the shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.